Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an event of infusion set tubing detached from quick release on (B)(6) 2024. The insertion site was at the legs and arm. The infusion set had been used for 1 to 2 days. The event occurred during sleep or even going to the restroom. No further information was available.

Manufacturer narrative:
E1: patient city:(B)(6). Patient country: united states.